Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, power loss alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, power loss alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power loss alarm.customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer was changing battery everyday. Customer has received multiple power loss alarms when batteries are out of the pump less than 10 minutes.customer was advised to secure fastened and battery slot is aligned horizontally with pump. The insulin pump was not alarming during the call.customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.